Event description:
Complainant alleges the jaws on the instrument broke during a laparoscopic cholecystectomy procedure. Pin is missing, health professionals are unsure whether it is still in pt or was suctioned during procedure.